Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in office due to intermittent t-wave oversensing (twos) post pace on the right ventricular (rv) lead. It was noted that the rv lead has had twos for a while and that the physician thought they had initially solved it. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.